Manufacturer narrative:
Evaluation summary: the hawkone catheter was received attached to its cutter driver unit. No ancillary devices from the procedure were received. Cine images from the procedure were received. A cd containing a series of cines was received and review. The cines support the reported event. A kink in the catheter strain relief was noted. The kink may have happened post procedural given how the device was packaged for return. The cause of the difficulties encountered could not be determined. The cutter drive unit was received with the power switch in the on position. When the thumb switch was activate the cutter head did spin. The cutter assembly was received within the flushing tool. Debris was noted extending out of the cutter window. The cutter assembly was received with the distal flushing port open, (photo 10). Just proximal of the distal flushing port the catheter tecothane coating exhibits damage. The distal flushing port was turned to the closed position and examined under a microscope. The damage to the tecothane coating runs parallel with struts. The damage includes a hole and a strut pushed out of alignment.

Manufacturer narrative:
(B)(4).

Event description:
This procedure was performed in (B)(6). Customer reported that a 7 french sheath, 014 guidewire and a 7mm embolic protection device was used in the fem-pop artery occlusion. The vessel was pre-dilated but not post dilated. The physician completed 4 passes with the hawkone, then after checking that the tip was not full he completed two more passes. A broken flush port and a hole in the distal tip were seen during the procedure. No resistance was felt during advancement. However, the physician perforated the proximal popliteal artery after the atherosclerotic plaque embolized distally in the anterior and posterior tibial artery. They physician had to remove all the embolized plaque using an aspiration catheter and use a covered stent to cover the vessel damage. It was reported that nothing was unusual during the cleanings until they found the hole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.